Manufacturer narrative:
Evaluation codes: a superdimension sales rep was at the site during the case and reported that a component of the superdimension system, the locatable guide cable, was replaced near the end of the procedure and this brought the visual verification back to normal. At this time, superdimension has not yet received and or processed the return.